Event description:
It was reported that the patient had experienced presyncope. Noise on the right ventricular lead had resulted in an inhibition of pacing. The lead was capped and replaced on (B)(6) 2014. The patient was fine following the revision.